Event description:
Baxter japan reports "tube leak". Noted during use with no pt injury.

Manufacturer narrative:
Rec'd 1 used sample. Visual inspection reveals perpendicular cuts along the axis of the tubing. The tubing had markings and appearance that a sharp clamping device was used on it causing rough areas on the tubing. A functional test was not able to be performed due to the condition the sample was rec'd.